Manufacturer narrative:
Product complaint # (B)(4). This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by depuy synthes joint reconstruction, or its employees that the report constitutes an admission that the product, depuy synthes joint reconstruction, or its employees caused or contributed to the potential event described in this report. Appropriate term / code not available (e2402) is used to capture injury (e20), if information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Event description:
Prior to revision patient alleges stiffness, injury, instability, weakness and metallosis. During revision doctor found out inflamed hypertrophic synovium and anterior capsule was thickened. Doi: (B)(6) 2008 dor: (B)(6) 2020 left hip.

Manufacturer narrative:
Product complaint # (B)(4). Initial reporter occupation: lawyer. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Unf and medical records received. After review of medical records patient was revised to addressed adverse reaction to metallic debris(armd), pain, systemic symptoms of cognitive decline and pseudotumor. The stem was in 15 degrees anteversion and the trunnion and head showed gross corrosion. The acetabular component was in 45 degrees abduction and anteverted about 20 degrees and had minor lysis. MRI findings reported of significant metal artifact is present for the left hip prosthesis. Doi: (B)(6) 2008: dor: (B)(6) 2020 (left hip).

Manufacturer narrative:
Product complaint # (B)(4). This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by depuy synthes joint reconstruction, or its employees that the report constitutes an admission that the product, depuy synthes joint reconstruction, or its employees caused or contributed to the potential event described in this report. H10 additional narrative: added: h6 (clinical code). If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Manufacturer narrative:
Product complaint # (B)(4). Investigation summary : no device associated with this report was received for examination. The information received will be retained for potential series investigations if triggered by trend analysis, post market surveillance, or other events within the quality system. Depuy considers the investigation closed. Should additional information be received, the information will be reviewed and the investigation will be re-opened as necessary. Device history lot : a device manufacturing (mre) review will not be performed even when product/lot information is known. Per wi-3430 it has been determined that, for the mom platform and related allegations an mre is not required.